Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev1240 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during catheter insertion, the catheter was found difficult to insert. After removal, the wire and catheter were found deformed. It was reported this occurred with two devices. This report addresses the second device.